Event description:
Customer reported receiving a cartridge alarm 30 during pump use, specifically during the load process. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer reverted to manual injections for insulin therapy.